Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and noted an issue with the sample probe dispense. A sample probe cleaning procedure was performed and solved the issue. The customer reported no recurrence. The atellica im 1600 analyzer performs as specified and requires no further evaluation.

Event description:
The customer observed a discordant falsely elevated total human chorionic gonadotropin (thcg) result on an atellica im 1600 analyzer. The result was reported and questioned by the physician(s). The customer used the same sample to perform repeat testing on the same analyzer and obtained a lower result (<2 miu/ml). The customer performed repeat testing on an alternate platform and obtained a similar result (<2 miu/ml). The repeat results were considered correct and in agreement with clinical pictures of the patient. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.